Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (dadoes not communicate with monitor) was isolated to the electrode belt trunk cable being cut. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.